Manufacturer narrative:
Continuation of medical devices: 5092-58 lead implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected fracture and insulation breach of the right atrial (ra) lead. It was further reported that during the lead revision procedure, the ra lead exhibited low impedance, no sensing and no capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead impedance was falling.